Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: correction. H3: device evaluated by manufacturer- correction. H6: adverse event problem - correction. Remove type of investigation code 4112, investigation findings code 114 and 3227, and investigation conclusions code 4307. These codes were submitted on the initial in error and should be omitted.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. No data was provided for evaluation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.